Event description:
Had experienced pain and redness in left eye in 2007. In the same month, had to visit primary doctor to address the situation. The primary doctor quickly sent me to an eye specialist. I was first diagnosed with a bad case of pink eye. The eye continued to get worse, and after several applications of different eye drops, it was determined that I had a severe corneal infection, and would require aggressive and longterm treatment. I was out from work for several days, and the eye show signs of improvement within 2 - 2 1/2 months from the initial date of infection. Today, I was surfing on the internet for information on contacts. I stumbled on prior recall articles for the amo complete moisture plus multi purpose contact solution. I then realized that this was the product that I used on my contacts during that time. Dose or amount: 4-5 drops. Frequency: 2-3 times. Route: ophthalmic. Dates of use: eight days in 2007. Diagnosis: to clean and store contact lenses.